Event description:
It was reported that the customer had a compromised force sensor system alarm on the insulin pump. Customer's blood glucose level was 640 mg/dl. Customer changed the reservoir and the pump received the error. Customer took a shot with a needle. It was explained that the possible cause of the alarm was during seating, the force sensor did not detect the reservoir. Customer stated that he has gotten motor error alarms several different times before this. Customer will also be sent a quick serter as a courtesy. Customer was advised to discontinue use of the pump. Insulin pump will need to be replaced. Customer was advised to revert to a back-up plan per health care professional's instructions. No additional information provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.